Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The meter serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc customer service on july 21, 2016 and reported receiving erratic readings from her adc blood glucose meter. Customer provided the following readings: 293 mg/dl, 197 mg/dl and 75 mg/dl (unknown date/time when readings were received). It was further reported that "the other night" she went to an emergency room because of the erratic readings she had been getting from her meter and was hospitalized. It is unknown what treatment may have been rendered as customer declined to continue troubleshooting. Customer was discharged from the hospital on (B)(6) 2016. There was no report of death or permanent injury associated with this event.